Manufacturer narrative:
Ephrine and dobutamine infusing.(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp fos calibration difficulty is confirmed based on the photos submitted with the complaint. Review of the photos submitted show an erratic and noisy fos ap signal source, which can be caused by an fos sensor out of range. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they were having problems with pressure readings on the intra-aortic balloon pump (iabp) with fiber-optic and the timing was difficult so they were in operator mode. It was reported that the patient deteriorated in the or and a fiber-optic intra-aortic balloon (iab) was placed. The fiber-optic pressure readings on the pump are 350. The pump will not let them perform a mean arterial pressure (map) calibration. The fiber optic sensor (fos) status code is: excessive offset (eo). It was also reported that the central lumen pressure is somewhat dampened. As a result, the pump was exchanged. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Concomitant medical product: ephrine and dobutamine infusing. (B)(4).

Event description:
It was reported by the rn that they were having problems with pressure readings on the intra-aortic balloon pump (iabp) with fiber-optic and the timing was difficult, so they were in operator mode. It was reported that the patient deteriorated in the or and a fiber-optic intra-aortic balloon (iab) was placed. The fiber-optic pressure readings on the pump are 350. The pump will not let them perform a mean arterial pressure (map) calibration. The fiber optic sensor (fos) status code is: excessive offset (eo). It was also reported that the central lumen pressure is somewhat dampened. As a result, the pump was exchanged. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.